Manufacturer narrative:
Concomitant medical products: product ID: 37603, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. Information references the main component of the system, other applicable components are: product ID: 3389s-40, lot# unknown, implanted: (B)(6) 2015, product type: lead. Product ID: neu_adaptor_acc, lot# unknown, implanted: (B)(6) 2015, product type: accessory. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for parkinson's disease. It was reported that an impedance test was performed and resulted in the following abnormal impedance values on multiple electrodes on the right: unipolar - c & 0=2028 ohms, c & 2=2252 ohms; bipolar - 0 & 2=4221 ohms. The following impedance values were reported on the left: unipolar - c & 0=2039 ohms, c & 2=2057 ohms. It was unknown if there were any environmental / external / patient factors that may have led or contributed to the issue. It was also stated that the cause of the event was unknown. The actions/interventions taken to attempt to resolve the issue included reprogramming the stimulation to the electrodes showing normal impedance values; the issue is ongoing. No symptoms were reported. Please see report number 3004209178-2017-01663.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.